Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a webster coronary sinus with auto ID catheter and it was noticed after the catheter was removed from the patient after the procedure that the catheter tip was partially detached. It was still attached via a wire but loose from shaft. The procedure was completed without patient consequence. No resistance was felt when removing the catheter from the patient. The returned device was visually inspected upon receipt and the tip was not detached but the dome was partially detached instead from the tip. Puller wire, used for the catheter deflection, was still attached to the tip dome, therefore there was no risk for a full tip dome detachment. It was confirmed that the pu (adhesive) was still present just below the tip dome, confirming that the tip dome was glued. In addition, the tip as well as the dome was visually inspected and no damages were found. The distribution of the lot number involved on this complaint was reviewed and all units were already sold, and there is no other complaint reported for the same lot. Based on all the evidence gathered, it can be concluded this is an isolated case. Tip section is 100% inspected before leaving the facility. On line inspections are in place to prevent this type of defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, it remains unknown how the dome partially detached from the tip section.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on december 9, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a webster coronary sinus with auto ID catheter and it was noticed after the catheter was removed from the patient that the catheter tip was partially detached. When the catheter was removed after the procedure, the physician noticed that the tip was partially detached. It was still attached via a wire but loose from shaft. The procedure was completed without patient consequence. Upon request, additional information was received on the event. No resistance was felt when removing the catheter from the patient. Since the tip was partially detached and noticed after the catheter was removed from the patient, this is indicative of a reportable event.